Event description:
It was reported that the 8015 pcu pumps had failed earth continuity. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (pcu aus power cord), as these were the only samples provided by the customer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.